Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that white balance could not be obtained (an acquisition failure error occurred), and the image became green during inspection for use involving an olympus gynecologic laparoscope. There was no patient injury reported.